Event description:
It has been reported that the patient's mets distal femur is unstable and has clinically disassociated.

Manufacturer narrative:
The exact cause of the event could not be determined because further information such the date of implantation, the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. The principal shaft alignment lug fracture surface is polished and worn and the principle shaft male taper surface is also worn to an extent that would indicate the taper had been rotating for a significant period of time before the revision procedure. A lack of engagement of the taper lock may have resulted in the alignment lug failing in shear subsequent to the disassociation of the taper lock, however due to the polishing and wear of the fracture surface the fracture type is not confirmed. No further investigation for this event is possible at this time as insufficient information was received by siw. If additional information becomes available to indicate further evaluation is warranted, this record will be re-opened.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It has been reported that the patient's mets distal femur is unstable and has clinically disassociated.